Event description:
Medline jackson rees circuit with loose faulty piece has been previously identified as a safety concern at [redacted] in [redacted]-approximately 6 months ago. This malfunction was identified and a new design was finalized and approved for use. The original faulty design has re-entered our supply chain; circuits with old design were found/almost used in [redacted]-approximately 4 months later.